Event description:
The customer contact reported that the pump did not detect proximal or distal air-in-line. The device was returned to the biomedical engineering department with an unsigned note that stated, "broken". No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device did not detect when air was present either proximally or distally in the cassette. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
A field service rep performed testing and investigation at the user facility. The device did not detect proximal or distal air-in-line. This was due to the mechanism assembly.